Event description:
It was reported to philips that the device was not powering on. The device was in clinical use at the time of the event. The patient's treatment was delayed, however, no harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the fan tray and dc power supply (dcps) which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Troubleshooting actions showed a problem with the fan tray and dc power supply (dcps) not powering on. The fse replaced the dcps and fan tray and returned the system to use in good working order. The codes were updated based on the investigation outcome.